Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7 retention samples and no needle clog failures were found. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to deliver insulin during use due to blockage. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8:30 on (B)(6) 2021, because of diabetes patients with insulin injection gate winter 30 injection (cartridge) 25 units, disposable injection with needles jams, insulin injection, so the needle is reed issued in the hospital patients with 9 to our hospital pharmacy put forward the medical device adverse events, other batches of needles for replacement, after the staff of our hospital replaced the needles of the same batch and package for the patient, the injection could be used normally. After finding out that it was caused by improper operation, the patient showed understanding and no such problems occurred since then."